Event description:
Customer reported finding the defibrillator displaying a keyfault message during routine daily testing. No reported pt involvement. Service representative unable to duplicate reported condition. Proper operation of the device confirmed.